Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had a no delivery alarm. The customer stated the alarm did not occur during a manual prime. The customer also reported the motor did not seem to work on the insulin pump. Customer stated they were able to resolve the no delivery alarm with a reservoir change. The customer was unable to troubleshoot at the time of the call because the alarm was from a past event. The customer agreed to return the reservoir for analysis.